Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a uvc. The customer reported the dual luman umbilical catheter fractured at the 23cm mark, and was leaking fluid.

Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded. Mansfield qa has requested additional info, but no additional info was available. If additional info is obtained, the medwatch form will be updated.